Event description:
The patient reported that on two separate occasions, his infusion device shut down with no warning. The first incident, he was at work and noticed that the screen went blank. He was able to change the power pack and his infusion device started working properly. The patient's blood glucose was not affected with the first incident. The second incident caused the patient's blood glucose to elevate in the 300s mg/dl because he did not have a replacement power pack with him. The patient reported symptoms of his leg throbbing and he was a little thirsty. The patient's normal blood glucose range is 100 to 130 mg/dl. The patient was able to lower his blood glucose by administering a bolus. The patient was aware of the recall and has been receiving his power packs every 2 weeks. He stated that he has been neglecting to change his power pack every 2 weeks as instructed because he had never had this issue occur. The power pack he was using was in his infusion device a little over 2 weeks. No product will be returned for evaluation.

Manufacturer narrative:
H6. No product will be returned for evaluation.